Event description:
The field engineer reported that the system's camera was not putting video out to the work station. A loss of the live image is being described. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The following components were replaced: the sbc, control panel processor board, image processor board, fluoro functions board, workstation and generator backplanes, cine hard drive and camera. The system was then found to be operating as intended.